Manufacturer narrative:
Lot number is not available for this event. Request sent for lot number, response to this request was received, and the site reported "no lot number" in response to this request. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Warnings provided on the jada labeling state that "the safety and effectiveness of the jada system in delivery at a gestational age < 34 weeks or, if multiples, uterus judged < 34 weeks size, have not been established. With smaller uterine size, there is potential for increased risk of perforation and expulsion." Jada treatment was attempted with this patient to control severe pph following abruption in a (B)(6) week uterus that was unsuccessfully treated by several uterotonics. As we are unable to rule out the use of jada in contributing to the need to escalate to bakri, we are reporting this as a MDR in an abundance of caution.

Event description:
On january 6, 2022, an alydia health employee received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted "used bakri after jada did not work. Md believes uterus was too small" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was (B)(6) 2022. The limited information provided for this event was received from the survey and a brief email from a health care provider at the sitel. This patient is described as having preterm delivery of twins at (B)(6) weeks gestation following placental abruption via urgent cesarean section (c-section). Her pph started within one hour after delivery. Prior to jada use she received unknown doses of methergine and txa. The patient's blood loss prior to jada use reported as 2000 ml, which is severe pph. They attempted to place a jada, and the obstetrician "felt that it was sitting in the lower uterine segment, but when they tried to inflate the balloon, the balloon would protrude from the vagina." The attempted placement "a couple of times but felt that the patient's uterus was probably too small, therefore not allowing enough room." The obstetrician was "well aware of the 34-week recommendation, but still tried to use it." They were successfully able to place a bakri and stabilize the patient. Amount of blood evacuated in jada was noted as 0 ml.no additional information is available for this case.